Event description:
A customer reported bubbles in the infusion line during surgery. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Customer's complaint history was reviewed for the period of one year; this is one of four complaints reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. .